Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated their insulin pump had rewinding anomaly. Customer blood glucose reading was 180 mg/dl. Troubleshooting was not performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with constant no motor movement alarms during rewind due to connector on electrical board fully unlocked during visual inspection. Unable to perform unit passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test due to constant no motor movement alarms.